Manufacturer narrative:
(B)(4). Recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The report states, "on august 18, 2022, when the extracardiac ICU was using the pump (model: iap-0500), the equipment was powered off and gave an alarm. The specific situation is as follows: according to the engineer's analysis, after the equipment is connected to ac power, the built-in battery starts to charge. When the engineer starts on-site maintenance, the power can only support standby for about 20 minutes. Try to press the start button. The equipment will be powered off after less than 1 minute of operation, and an abnormal alarm will be given. It is judged that the fault is battery depletion.". Further information states that they changed to another pump to continue treatment. No medical intervention was needed. The patient's current condition is "fine".

Event description:
The report states, "on (B)(6) 2022, when the extracardiac ICU was using the pump (model: iap-0500), the equipment was powered off and gave an alarm. The specific situation is as follows: according to the engineer's analysis, after the equipment is connected to ac power, the built-in battery starts to charge. When the engineer starts on-site maintenance, the power can only support standby for about 20 minutes. Try to press the start button. The equipment will be powered off after less than 1 minute of operation, and an abnormal alarm will be given. It is judged that the fault is battery depletion.". Further information states that they changed to another pump to continue treatment. No medical intervention was needed. The patient's current condition is "fine".

Manufacturer narrative:
(B)(4).